Manufacturer narrative:
Other, other text: d4 UDI (B)(4). Device evaluation: we received one device for investigation. Visual inspection performed and device was received in with all 4 small knobs cracked, peep control knob was broken off and missing arrow disc and end cap, input manifold assembly was loose on the bottom chassis, and battery cover was also found to be cracked. The visual inspection confirmed the customer reported problem the peep control knob was physically damaged. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. The physical impact and mishandling would cause the reported problem. For all enquiries or follow-up questions related to the record, do not use regulatory.responses@smiths-medical.com located in sections g.1., please direct those to the following: regulatory.responses@icumed.com.

Manufacturer narrative:
Date of event is unknown, no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that positive end-expiratory pressure (peep) knob is broken. Patient involvement is unknown.